Event description:
Covidien received information stating that "low fio2" and "o2 sensor failure" alarms were generated on the ht70 ventilator. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The oxygen sensor was returned for investigation. The sensor was installed in a test ventilator. The unit was powered up and passed testing. The unit then ventilated with no errors or alarms. No fault was found with the returned sensor.

Manufacturer narrative:
(B)(4).